Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) the defective inspiratory valve was replaced. There was no patient or user harm.

Event description:
Technical fault issues occurred with the ventilator. This happened during dp servo sensor full-scale calibration (tc5). During this test the ventilator went into technical fault condition. It was not possible to set the full scale calibration for servo valve successfully. The values did not seem to move at all after the technical fault was triggered. Even after several reboots the unit kept on alarming and it was not possible to calibrate the servo-valve.